Manufacturer narrative:
The service technician also reported there were diagnostic codes found in the ventilator log history that confirmed an air source fault and loss of gas supply which will affect the function of the ventilator. The service technician replaced the power supply. The service technician performed extended self testing (est) and performance verification testing, and the ventilator passed to operating specifications.

Event description:
The customer reported the ventilator alarmed with an air source fault message during checkout. The respironics service technician reported the ventilator when vent inop during inspection. Vent inop, when in use, will stop providing ventilatory support to the patient.